Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. Concurrent conditions included breast neoplasm, breast pain, migraine headache, mixed incontinence and post procedural bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: received in a formalin filled container labeled with the patient's name and designated "uterus, cervix, bilateral fallopian tubes" is a partially opened hysterectomy specimen with attached bilateral fallopian tubes. The tubes are removed. The uterus is 204 g (7 cm from cornu to cornu, 5.5 cm from anterior to posterior, and 11.2 cm from portio to fundus). The serosal surface is pink-tan smooth and glistening. The cervix is white pink, 3.0 x 2.2 cm and has an elliptical os, 1.2 cm. The uterus is bivalved revealing an endocervical canal, 1.5 cm in length lined by unremarkable tan mucosa. The endometrial cavity is y-shaped, 0.2 x 2.5 cm, and lined by lush pink-tan endometrium, up to 0.5 cm in thickness. The myometrium is white pink, 2.2 cm. Sectioning reveals no mass lesions.. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and measures 11.3 x 5.6 x 7.1 cm. Endometrium measures 25 mm. The right ovary appears normal and measures 4.4 x 3.3 x 4.7 cm. Follicles - 2.7x3.0x3.3cm; 1.4x2.0x2.1 cm the left ovary appears normal and measures 1.9 x 2.7 x 1.9 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. Concurrent conditions included breast neoplasm, breast pain, migraine headache, mixed incontinence and post procedural bleeding. Concomitant products included hydrocodone bitartrate; paracetamol (norco). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("injury"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: received in a formalin filled container labeled with the patient's name and designated "uterus, cervix, bilateral fallopian tubes" is a partially opened hysterectomy specimen with attached bilateral fallopian tubes. The tubes are removed. The uterus is 204 g (7 cm from cornu to cornu, 5.5 cm from anterior to posterior, and 11.2 cm from portio to fundus). The serosal surface is pink-tan smooth and glistening. The cervix is white pink, 3.0 x 2.2 cm and has an elliptical os, 1.2 cm. The uterus is bivalved revealing an endocervical canal, 1.5 cm in length lined by unremarkable tan mucosa. The endometrial cavity is y-shaped, 0.2 x 2.5 cm, and lined by lush pink-tan endometrium, up to 0.5 cm in thickness. The myometrium is white pink, 2.2 cm. Sectioning reveals no mass lesions. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and measures 11.3 x 5.6 x 7.1 cm. Endometrium measures 25 mm. The right ovary appears normal and measures 4.4 x 3.3 x 4.7 cm. Follicles - 2.7x3.0x3.3cm; 1.4x2.0x2.1 cm. The left ovary appears normal and measures 1.9 x 2.7 x 1.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Reporter's information updated. Events:injury were updated to abnormal bleeding (vaginal, menorrhagia). Outcome of event were added. Medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.